Event description:
It was reported that balloon rupture occurred. During a shunt pta procedure, the device was used after successful wire crossing of the lesion. The 95% stenosed target lesion was located in a shunt within a moderately tortuous and mildly calcified left hand shunt vessel. A 6.0-4/4t/40 symmetry balloon catheter was advanced for dilation. During initial inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the sheath, and the procedure was completed using a different device. No patient complications were reported as a result of the event, and the patient was in good condition post-procedure.